Manufacturer narrative:
Based on the information provided, isi has not determined the root causes for the reported operative complications experienced by the patient and his subsequent demise. If additional information is received a follow-up MDR will be submitted to the FDA. This complaint is being reported due to the following conclusion: it was reported that the patient allegedly experienced intra-operative complications (i.e. Leakages) identified during the da vinci-assisted surgical procedure. Approximately 12 days after undergoing the initial robotic procedure, it was reported that the patient died. However, at this time, the root causes of the intra-operative complications and patient demise are unknown. At this time it is also unknown why the additional three sternotomy procedures were performed.

Event description:
It was reported that during a da vinci-assisted mitral valve repair procedure, performed on (B)(6) 2017, the patient experienced intra-operative complications. After an initial echographic control was performed intra-operatively, unspecified leakages were observed. As a result, the surgical staff re-opened and re-sutured around the valve. After a second echographic control was performed intra-operatively, leakages were still observed. As a result, the surgical staff decided to change a valve for a new one. After a third echographic control was performed intra-operatively, leakages were still found and the decision was made to convert the da vinci-assisted surgical procedure to a sternotomy procedure. After the surgical procedure was converted to open surgery, the initial reporter left the or room. At this time, the root causes of the intra-operative complications are unknown. There was no allegation during the surgical procedure that a malfunction of the da vinci system, instruments, or accessories had occurred. Approximately nine hours after the case was converted to open surgery, the patient was transferred to another facility for an unspecified reason. At this facility, the patient underwent three additional sternotomy procedures for reasons unknown at this time. It was confirmed that the three sternotomies at the second site were not performed in conjunction with a da vinci surgical system. It was reported that the patient died on (B)(6) 2017; however, at this time, the root cause of the patient's demise is unknown.